Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
The product was not returned for review, however an x-ray was provided. The fracture is confirmed through inspection of the x-ray. The item number and the lot number for the screw were not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.